Manufacturer narrative:
(B)(4). Date sent: 2/9/2016. Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4) .the er320 device was returned for analysis and upon inspection a clip was found on the jaws. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, 4 clips were ejected, 3 conforming and the remaining 6 clips were formed with gap, finally the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled and no anomalies were noted. It could not be determined what may have caused the found results. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip formed properly but the second fire jammed. The case was completed using another device of the same product code. There were no patient consequences reported.